Manufacturer narrative:
H3: one device was received for evaluation. The service history identified the device had not been serviced in the last 12 months. The event history log (ehl) review identified no related issues. The reported problem was confirmed as the downstream occlusion (dso) seal was delaminated. Further investigation found a delaminated upstream occlusion (uso) seal. The dso/uso seals were replaced. The dso/uso sensors were calibrated and validated through the sensor tests. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
It was reported that the downstream occlusion seal was detached, and the battery compartment was cracked/jl. There was no patient involvement.